Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead.

Manufacturer narrative:
The reported events of noise resulting in oversensing was not confirmed while the reported event of lead damage was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the connector pin was pulled from the connector consistent with procedural damage. All other damages found were consistent with procedural damage.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise was reproduced with provocative testing. Rv lead damage was suspected. No intervention has been performed. The patient was in stable condition.